Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, as per the surgeon, the device would not lock and would not advance. The device was removed from the field and replaced with another device that worked without difficulty. No patient harm.